Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2024-03754. The placement date and the removal date and the h6 method code were previously reported incorrectly. The correct implant date is aug 11, 2024 and the correct removal date is oct 2, 2024. The correct method codes are 4109 and 4111. The following sections are being reported: d6a. If implanted, give date; d6b. If explanted, give date; h2: if follow-up, what type; h6: type of investigation, h10: additional narratives/data.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number:k061410/k011028/k013227 . A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported peri-implantitis and loss of integration, removed implant and grafted. Tooth 12. Per indicated: symptoms as a result of the event: abscess. Surgical/medical intervention required for permanent damage: no. Was there a delay during the procedure: no. Additional appointment required: no. Was the procedure completed using another implant or another device: no.